Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2016-10467.

Event description:
During a shoulder arthroscopy, the surgeon connected the electrode and it was recognized by the vapr3 console. The surgeon used the electrode during approximately 5 minutes, then a few sparks appeared with the message "acoeoutput shorted" and the electrode didn't work anymore. He used another one, but with the same problem. Another like device was used to complete the procedure. Additional information received via email from the affilite on 10-12-16. Sparking was inside the patient. The device was new and not buried in tissue.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation and the manifold at the 6 o'clock position of the tip shows signs of melting. This damage to the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. Due to an increasing trend in the number of melted manifold failure, a supplier CAPA was initiated to investigate and determine a root cause for this failure. This CAPA is monitored under a mitek nc. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2016-10467.